Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer was trying to fill the reservoir and the error occurred. Customer stated that they are unsure if the drive support cap was protruded, loose, or sticking out. Customer was advised to discontinue the use of the pump. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk and a broken end cap. The insulin pump was received with a cracked case at a display window corner, a broken reservoir tube lip, minor scratches on the display window and a broken belt clip slot.